Manufacturer narrative:
The returned device was evaluated. Upon inspection, the device image failed with multiple broken elements observed. The probe unit was found chipped and crack on ¿a-rubber¿ glue was noted. Cut on insertion tube near 1m mark was determined and corrosion on the scope connection was found. Based on evaluation findings the failures found could be due to use handling and or maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device image is not good. The issue occurred during an unknown event. There was no patient involvement reported due to the event. No user injury reported. Device return evaluation found a chipped probe unit. This report is being submitted for the chipped probe unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it is possible that the peeling was due to aging deterioration, the device was manufactured in 2009. It was presumed that the phenomenon occurred due to external force such as shock was applied to the relevant part by strongly rubbing it during daily use including re-processing. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope : inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor complaints for this device.